Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 347 mg/dl. The customer's father stated that the customer was attempting to bolus when the insulin pump alarmed a battery error and indicated that the bolus stopped. He stated that the esc and act buttons were unresponsive. He advised that the blood glucose was high due to having had dinner, for which they administered a manual injection. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No frozen screen noted. Insulin pump was unable to verify battery alarm or bolus stopped alarm due to button and keypad anomaly. Insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratched display window.